Event description:
It was reported that the left ventricular (lv) lead had insulation damage and intermittent capture. It was noted that there were two nicks in the outer insulation near the proximal pin. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to melting, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically melted but not breached, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, visual summary analysis of the lead indicated apparent explant damage. The partial lead was returned with damage and lead removal wire stuck in distal segment. Destructive analysis and visual inspection we performed. No discontinuity was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable cardioverter defibrillator (B)(6) 2007; 1699t competitor implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.